Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient felt pain when the foley catheter was placed. No medical intervention was reported. As per the photo sample received on 19jan2022, a crack was observed in the balloon of foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient felt pain when the foley catheter was placed. No medical intervention was reported. As per the photo sample received on 19jan2022, a crack was observed in the balloon of foley catheter.

Event description:
It was reported that the patient felt pain when the foley catheter was placed. No medical intervention was reported. As per the photo sample received on (B)(6)2022, a crack was observed in the balloon of foley catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter with drainage bag connected to the inlet tube and sample port connector. Visual inspection of the sample noted inflated the catheter with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks or burst observed. Noted no missing pieces. The reported failure could not be reproduced. This meet specification which states, "balloon must not be torn". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unconfirmed. Corrections: d, g, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected